Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report could not be duplicated during testing. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence that the device was unable to cardiovert. The logs showed that the device passed multiple 30j self test on the event date. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to cardiovert the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.